Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and was implanted with gore® excluder® conformable aaa endoprostheses. Pre-procedure computed tomography angiography (cta) performed on (B)(6) 2025 determined the maximum diameter of the abdominal aorta measured 57.5mm, with a maximum proximal landing zone diameter of 57.5mm. The patient tolerated the procedure with good technical success and was discharged to (home- self-care) on (B)(6) 2025. On (B)(6) 2025, the patient underwent follow-up computed tomography angiography (cta). Review by gore imaging services (gis) determined an indeterminate endoleak. Review of the cta by the site reports a type ii endoleak and determined the maximum diameter of the abdominal aorta measures 74mm. The site additionally reports all devices are reported to be patent, with no device integrity issues. There are no scheduled procedures planned for the patient at this time; the event is ongoing.

Manufacturer narrative:
The instructions for use (IFU) for the gore® conformable excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.